Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7151838 medical device expiration date: unknown device manufacture date: (B)(6) 2017. Medical device lot #: 6355769 medical device expiration date: unknown device manufacture date: (B)(6) 2016. Medical device lot #: 7236631 medical device expiration date: unknown device manufacture date: (B)(6) 2017. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 boxes of pen ndl 31g 8mm 90 count mail order only had missing label information during use. The following was reported by the initial reporter: "it was reported that 5 boxes of pen needles were missing expiration dates. Verbatim: consumer stated he has 5 boxes of pen needles with no expiration dates on them. Stated all the boxes are the same 8mm 31 g pen needles. Trademark date of 2011 on all product boxes. Boxes have not been used. Lot # 7151838 - 2 boxes, lot # 6355769 - 2 boxes, lot # 7236631."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 5 boxes of pen ndl 31g 8mm 90 count mail order only had missing label information during use. The following was reported by the initial reporter: "it was reported that 5 boxes of pen needles were missing expiration dates. Verbatim: consumer stated he has 5 boxes of pen needles with no expiration dates on them. Stated all the boxes are the same 8mm 31 g pen needles. Trademark date of 2011 on all product boxes. Boxes have not been used. Lot # 7151838 - 2 boxes. Lot # 6355769 - 2 boxes. Lot # 7236631".